Event description:
It was reported that the left ventricular (lv) lead had unacceptable threshold measurements due to broken insulation. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6947 implantable tachy lead (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to pulling /stretching/overstress, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching, comments: lead was returned had been stretched and the outer insulation pulled out of the connector leg.